Manufacturer narrative:
The complaint investigation was updated on 04apr2024 as follows: the customer's complaint of particulate matter can be confirmed based in the physical samples returned by customer. No assignable cause related to ICU medical product manufacturing or design was identified. Reported condition of the returned device was replicated. The shape of this drip chamber used to access the ICU medical dry spike is considered the most relevant factor to create these particulates. The probable cause was that the drip chamber tip got broken inside the dry spike adaptor due to unintentional bending force applied during use. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Updated information can be found in g1.

Manufacturer narrative:
A used sample #ch3139 connected into a 0.9% sodium chloride 500ml bag and an unknown, extension set w/ drip chamber was returned for evaluation. Inside the dry spike adaptor, it was observed an excess of plastic. The set was tested using a filtration system, and in the sample a small plastic debris was found belonging from the spike adaptor. Complaint of particulate matter can be confirmed based in the physical sample returned by customer. The probable cause of the excess of plastic inside the dry spike adaptor was due an error during molding process from manufacturer¿s ((B)(4)) supplier. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. D9: device returned to manufacturer 8-aug-2023.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The incident involved a 15" (38 cm) appx 4.7 ml, bifuse add-on set w/2 bag spikes, 2 clamps (red, blue), plug adapter on an unknown date on (B)(6) 2023. The reporter stated that after the nurses prepare their lines by attaching the spike to saline, then attaching the IV line, plastic is noted in the IV line chamber when priming with saline. The sets were not reprocessed or re-sterilized prior to use. There was no patient involvement, no delay in therapy, and no one was harmed as a result of the reported event. This is the first of two reports.